Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over de¬livery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled infusion set tubing while connected at the site. Blood glucose (bg) was 39 mg/dl. Customer experienced dizziness which caused a fall, a scraped knee, and bruising. Fire department gave the customer pizza and a sports drink to stabilize bg. At the time of the report, bg level was 107 mg/dl. Recommendation was made to consult with health care provider regarding diabetes management.